Event description:
A customer contacted beckman coulter regarding a falsely negative (-) urine test result from the icon 25 hcg test kit. A urine sample from the pt was tested with the icon 25 hcg test kit and a negative (-) result was obtained. A serum qualitative test (beta-hcg, instrument not specified) was performed and the result was 67,000 miu/ml. Diluted pt urine 1:2 resulted in a weak positive (+) result, and a dilution 1:4 resulted in a strong (+) result. No injury related to this event has been reported.

Manufacturer narrative:
Retain devices performed as expected when tested by beckman coulter with positive and negative serum and urine controls and high positive quant clinical urine sample. Pt sample was not returned by the customer. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.